Event description:
I was shipped a replacement glucose sensor by dexcom and dexcom used the incorrect address when shipping the replacement. This is the second time this has happened. The first time this occurred. I never received the replacement shipment. I had to make another request for a replacement glucose sensor at that time. After this first incident, I corrected my mailing address with dexcom. On (B)(6) 2020, I called the dexcom technical support line and described an incident with the insertion of a dexcom g6 continuous glucose monitor (cgm). The rep informed dexcom would send a replacement right away. As shown in the attached photos, the house number and street entered was (B)(6), my house number and street is (B)(6). In jpeg2, it is also noted that there is no phone number noted with the incorrect address, this leaves the parcel carrier no way to contact me in the case of an issue with the delivery. Additionally in jpeg2, it is noted that the named addressee is not me, the "corrected" addressee named is in fact my son "(B)(6)"; (B)(6) is not the pt for which the cgm is prescribed. FDA safety report ID # (B)(4).